Event description:
It was reported to bsc/target that during a clinical procedure after full heparinization via right groin puncture, the physician catheterized the left vertebral artery. A tracker excel-14 catheter was advanced into the aneurysm successfully. The aneurysm measured approx 6-7 mm in the maximal width. Five coils were successfully deployed. The sixth coil was a 2 x 6-cm gdc 10-ultrasoft coil. After advancement of one quarter of the coil into the aneurysm, it was noticed that the catheter's tip was being displaced to the aneurysm neck. The physician pulled back on the gdc 10-ultrasoft coil to reposition the catheter, re-advanced a small portion of the coil, and again saw movement towards the aneurysm neck. It was then decided to withdraw the gdc 10-ultrasoft coil completely. As the physician was withdrawing the gdc 10-ultrasoft coil, the tail of the previously detached coil became intertwined with the gdc 10-ultrasoft, and imbricated into the tracker excel-14 catheter's tip. The physician could then neither advance nor retract the gdc 10-ultrasoft coil. The tracker excel-14 catheter was pulled back and the gdc 10-ultrasoft coil as well as the entangled coil herniated out of the coil mass and into the "p1". On attempts to retrieve the gdc 10-ultrasoft coil it was noted that the coil had detached prematurely. After several attempts, the procedure was stopped and the pt was kept under general anesthesia overnight with plavix added to their regimen. The physician kept heparin at the lower limits of the therapeutic level. The pt has been discharged from the hosp.